Event description:
The customer reported "end point of IV tubing broke off in the IV hub when attempting to disconnect tubing from patient. Unable to remove IV tubing easily and had to jiggle tubing to release from hub." There was no patient harm or medical intervention. The customer stated that no additional event or patient information is available.

Manufacturer narrative:
(B)(4). Although requested, the affected product has not been received for investigation. A follow up report will be submitted with evaluation results should the product be received.